Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the site. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally during flow diversion treatment of an unruptured aneurysm in the left ophthalmic internal carotid artery. The aneurysm was saccular and the neck extended to a dysplastic section of the vessel. The vessel was minimally tortuous; pipeline flex was deployed in a straight segment of the vessel. Triaxial access system and a continuous heparinized saline flush were used during the procedure. The first pipeline flex was placed without issue. A second pipeline flex was deployed through a combination of unsheathing and pushing of the wire; however, the distal end of the device did not open and maintained a narrowing closed view. The device was resheathed and redeployed two times with similar results; the distal end still did not open. The device was resheathed and removed from the patient. A different pipeline flex was placed to complete the procedure. Angiographic result post-procedure was good. There was no report of patient injury as a result of this event.